Manufacturer narrative:
(B)(4). Date sent: 1/7/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was received with the tissue pad detached and returned. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Pc-(B)(4). Batch #: v95912. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? [Ans: no]. This is an analysis for a set of images submitted to ethicon endo surgery for evaluation. Image1: the image provided by the customer is that of the distal jaw of what appears to be an harh instrument. A closer look at the clamp arm interface shows the tissue pad detached. Image 2 and 3: the image provided by the customer is that of the tissue pad detached. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. As part of ethicon endo information surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a lap right hemi colectomy the harh36 was assembled and put in stand by. The device was used in tissue dissection and mobilization, few instrument exchanged through 12mm working port before abnormality was found. Around 20 ¿ 30 mins, a high frequency weird noise generated when she activated the device, she found a white tissue pad was not in a device jaw. Then took ~30 mins to search inside patient¿s abdomen under laparoscopic view and no finding at all. Eventually the pad was found in a sterile field and collected for product complaint. The patient needed a lot of saline irrigation in their abdomen to allow the tissue pad to float up. A new harh36 was opened to continue a surgery.